Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. The gantry motion controller was replaced and the door was adjusted. Part replacement and door adjustment resolved the issue. A full imaging system check-out was completed following part replacement and troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service. Part return has been requested. No parts have been received by the manufacturer for evaluation. No further issues were reported.

Event description:
A medtronic representative reported that the door on the imaging system could not be opened. It was reported that the door would only open a few inches, but did not appear to be physically damaged. The system was rebooted twice with no resolution. This was discovered outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
The gantry control box was returned to the manufacturer for analysis. Installed gantry control box in a test system and verified operation. All motion calibrated and was functional. Both 2d and 3d imaging were successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.